Event description:
I was implanted with essure on (B)(6) 2012. Two days later I awoke with neck/shoulder pain, which resulted in an emergency room visit on (B)(6) 2012 where they found no cause for my pain but treated it. Since then I have lived with chronic neck/shoulder pain. I have had an MRI and x-rays that revealed only a muscle spasm with no known cause. I have been to physical therapy, pain management, a chiropractor and a massage therapist. All of which can find no cause to my pain and have failed to make it dissipate. (B)(4).